Event description:
It was reported that a 57-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2026.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 24, 2026, the mentor failure analysis lab received 325cc device for evaluation. On march 31, 2026, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had a tear within a crease/fold on the anterior view, measuring approximately 1.3 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. The contralateral device was also received (lot number 5547776). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2026, mentor became aware that the replacement device used on (B)(6) 2026 was catalog number 3503751bc; serial number (B)(6) manufacturer¿s reference number: (B)(4).